Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server, ads ID 6015 was removed under csn 1525757178 and was immediately returned to the external bin. Both the remove and return transactions were sent to the ehr as dispense messages; however, the external bin transaction was not sent as a return message. There were no adverse events or injuries reported based on this event.